Event description:
It was reported that when using the bd pyxis¿ anesthesia station es turned to a blue screen and required a password. The customer confirmed that the station experienced unexpected reboots, and upon restarting, it displayed the blue screen again and required a password. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed blue screen and required password. A technical support specialist (tss) verified the status of the reported machine in the remote support system (rss) and confirmed that it was online. The specialist followed the instructions outlined in the knowledge article medapplication not launching automatically; station at blue screen by attempting to deploy remote support system packages, including the remote support system agent version 4.12 upgrade package for medstation enterprise stations, medstation pas es, and pyxis controlled inventory interface safe enterprise stations; however, the deployment was unsuccessful. The technical support specialist contacted the customer who confirmed that the issue had already been resolved. The customer indicated that the issue was caused by a loose cable, which had been secured. After the cable was tightened, the issue was resolved. The system functioned as intended after the customer resolved the issue.